Event description:
It was reported that pt experienced an intermittent sharp, shocking sensation that radiated outward in right leg and lower back. The pt had not been around any sources of emi or experienced any trauma of falls. The pt initially received "great coverage", but had increased pain in the back and lower leg. Reprogramming was tried and found to be unsuccessful. The system was explanted due to lack of effect. The pt recovered without sequela.